Event description:
It was reported on (B)(6) 2014 that during a sign im nail implant surgery that a drill bit broke as the surgeon performed the second distal lock. There is no indication from review of the x-ray of injury or trauma due to the breaking of the drill bit.

Manufacturer narrative:
A device investigation was performed for this event. The actual device was not returned to the manufacturer for evaluation. The root cause for the broken drill bit is unknown. A review of the x-rays supplied by the physician did not reveal any damage or injury caused by the broken drill bit. The surgeon did not indicate that the patient was harmed by the broken drill bit. Fracture repair and healing are always unique to the patient and the fracture. Guidance on best practices for sign im nail surgeries are included in the sign im nail technique manual. Sign fracture care international continues to monitor these events as part of our post market activities.